Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a sensation standard snare oval device was used during a colonoscopy procedure (age: over 50 years old). According to the complainant, during the procedure, the first polyp was snared and removed without issue. However, while attempting to remove a second polyp, the snare failed to open properly. The snare had extended from the sheath; however, the wire was elongated instead of looped. The snare was removed and the loop opened manually, however, it was noted that the distal snare loop wire broke at the distal tip. The procedure was completed with another sensation standard snare oval. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been rec'd by this MFR, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).